Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the implantable cardioverter defibrillator (ICD) showed intermittent capture. No interventions were reported. The patient was stable.